Event description:
It was reported by the customer that the pyxis medstation es system's full height cubie drawer failed multiple times, and the system displayed a message as not detected on bus. Sometimes each individual cubie also failed which caused a delay in dispensing medication. There was no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had debris. Field service engineer released all the cubies and removed debris, reseated the pyxibus cable, cleaned under the cubie trays and tightened the hardstop. The system was functional as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer keeps failing. The field service engineer took the enhanced drawer 7 apart in the auxiliary cabinet, cleaned under the cubie trays, tightened the hard stop, and also removed the cubies from other drawers and removed all the debris to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had frequent cubie drawer failure preventing user from accessing medication. The customer stated that the pharmacy was able to send the medications to avoid further delays. There were no adverse events or injuries reported based on this event.